Event description:
It was reported that on multiple occasions, with multiple pts problems have been experienced with multiple size 6 & 8 perc, percutaneous dual cannula with low pressure/profile cuff tracheostomy tubes and the cook introducers. The info received indicates that the distal tips of the outer cannulae became distorted/out of round during percutaneous insertions. It was also reported that insertion/withdrawal of the introducers have been problematic. There were no reported pt injuries. Limited info was provided regarding specific events, pts and involved devices. The involved perc devices were discarded and as such are not available to be returned to the MFR for analysis and investigation.